Event description:
Patient stated that she inspected the line and there were no kinks, and all the clamps were open. Called on call nurse (B)(6) for assistance. While (B)(6) was troubleshooting with patient, she stated that the pump started working again and confirmed it was green and read "running". The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Upon patient return did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.